Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was evaluated and replaced. All workstation boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an x-ray disabled error. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.